Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via testing a review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a transmitter failed error was not confirmed. The root cause could not be determined.